Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/04/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the 4 sutures "snapped" during use on the patient or before use on the patient? A. While using in patient. Please provide the lot number. Not given by hospital. Were there any patient consequences? Not known. Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. The device is discarded since used in patient.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the 4 sutures "snapped" during use on the patient or before use on the patient? Please provide the lot number. Were there any patient consequences? Events reported via: 2210968-2021-11757, 2210968-2021-11750 and 2210968-2021-11754.